Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp 3 lead microbore catheter extension set had a separation between the tubing and the male luer lock adapter. This occurred while patient was connected to 3 unspecified continuous infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a separation between the small bore assembly and tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.